Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they stayed all night in the hospital. Patient stated they have another implant for the neurological problems and they don't know what was going on between the neurological problem and the stimulator but the two of them don't like each other for some reason. Patient mentioned they turned the therapy off because they weren't feeling good with it and they feel sick. Patient was not in the room with the equipment at the time of the call. Agent redirected them to their healthcare provider (hcp). Patient mentioned they preferred to speak with their manufacturing representative (rep) so they will call them directly and continued to disconnect the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.